Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pa was harvesting the leg and was finishing up one leg, she pulled the hemopro out and noticed a piece of the silicone flipped up. She still had to take more vein, so she had the or open a new vh-4000 to finish the case. She did not notice any increase in bleeding but did not feel that it was safe to continue to use on the patient. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Blood was observed on the harvesting tool handle. A visual inspection determined that the silicone insulation was peeled away from the tip of the cold jaw support. The peeled silicon is still attached to the cold jaw. Based on the returned condition of the device the reported complaint was confirmed for ¿insulation ¿peeled.¿ specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 pa was harvesting the leg and was finishing up one leg, she pulled the hemopro out and noticed a piece of the silicone flipped up. She still had to take more vein, so she had the or open a new vh-4000 to finish the case. She did not notice any increase in bleeding but did not feel that it was safe to continue to use on the patient. The hospital did not report any patient effects.